Manufacturer narrative:
Device evaluation: one device was returned for evaluation and confirmed the reported complaint of shedding as there is an abrasion at the base of the inner blade. Visual inspection also identified significant axial fractures through the adapter body, to the outer sheath. The device was inspected dimensionally and found to meet design requirements. Functional inspection was performed and the inner blade rotated freely within the outer blade, no friction was felt in the unloaded condition. A review of the manufacturing records did not identify any issues with the manufacture of this lot. The reported failure mode of shedding and/or seizing for burrs is currently being investigated for the root cause and applicable corrective action. (B)(4).

Event description:
During a shoulder procedure utilizing an acromioblaster, 4.0mm, ep-1, dspl blade, the surgeon noted metal shavings in the joint. The visible shavings were removed by flushing and suctioning the joint; however, the surgeon could not confirm that all of the metal debris was removed. A back-up device was available to complete the procedure. There were no reports of patient injuries or complications.